Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair, two fast fix failed the same way. There was a large waxy end on the fast fix suture, therefore, it was not possible to pass through the knot pusher suture cutter. This resulted in a surgical delay greater than 30 minutes. The procedure was continued with a novocut knot pusher/ suture cutter. No patient complications were reported.

Event description:
It was reported that during a meniscus repair, two fast fix failed the same way. There was a large waxy end on the fast fix suture, therefore, it was not possible to pass through the knot pusher suture cutter. This resulted in a surgical delay greater than 30 minutes. The procedure was continued with a novocut knot pusher/ suture cutter, the device needed to have the wax end cut off and it was trying to load the suture through the kpsc. No patient complications were reported.

Manufacturer narrative:
H3, h6: the reported device was not returned for evaluation. A review of the customer provided image found a suture end with a large "ball" of wax on the end. There was a relationship found between the device and the reported event. The complaint was confirmed, and the probable root cause was associated with the manufacturing process. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A review of historical escalations and complaint history found a manufacturing issue related to a "wax" ball or enlarged suture end defect for the reported part number. A review of the manufacturing process found the process has been updated to mitigate future recurrence of this defect. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A corrective action was previously initiated to address this issue.